Event description:
Consumer reported via e-mail that piece of metal on toothbrush handle is worn down and the brushhead doesn't stay attached and falls off when brushing. No injury was reported.

Manufacturer narrative:
09-aug-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that piece of metal on toothbrush handle is worn down and the brushhead doesn't stay attached and falls off when brushing. No injury was reported.